Event description:
Per placing rn: "I got my initial flash back and advanced the wire smoothly..no resistance. Then as I advanced the catheter, I felt resistance and tried to pull it back (the entire device) but it was stuck. I was able to remove the device and realized that part of the catheter was missing". This was being placed in the upper arm, cephalic vein. We were not able to find the tip with an x-ray. The patient then had a CT scan and still could not find it anywhere. They found the missing piece. It was found outside of the vessel. Not sure if they are planning to remove it, but I will let you know if they plan to remove the device tip. The second placement went smoothly.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexl0855 showed no other similar product complaint(s) from this lot number.